Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned device found that the stent was slightly bent in the middle and it presents scratches/damages in different locations. The proximal tip is torn. Based on the product analysis, most likely some procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions, severe stricture due to patient anatomy. Continued effort to advance the device would cause damages to the stent. Most likely an additional device was used for retrieve the stent, this additional device could have contributed with the scratches/damages found on the device including the proximal tip torn. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint against lot number 19041763 for a similar issue from a different customer.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct of a patient on (B)(6) 2017. According to the complainant, during the procedure, difficulty was experienced when they attempted to advance the advanix biliary stent into the patient's stricture site. The procedure was not completed due to this event. There were no patient complications reported, and the patient's condition at the conclusion of the procedure was reported to be 'good'. This event has been deemed a reportable event based on the investigation results; stent broken.